Manufacturer narrative:
The reported events of high lead impedance and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection did not find any anomalies on the lead.

Event description:
New information received notes the patient's lead was also experiencing high capture threshold.

Event description:
It was reported the patient presented in the hospital for a pacemaker implant procedure. During the procedure, it was observed the patient's right ventricular had a high pacing impedance. The lead was replaced to complete the procedure. The patient was in stable condition.